Event description:
Physician began use of endostitch device and it worked well. After reloading of endostitch, the suturing device would not work. Staff had experienced a similar issue with a prior endostitch device and discussed possibility of a bad lot.